Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2019-00762, initially reported on 09-sep-2019 through e-submitter. This MDR is to reflect the additional information received. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Other text : device not returned

Event description:
According to available information, additional information received on 03/30/2021. Persistent ui/stranguria/urinary urgency/frequency/hesitancy, worsening need to strain in order to urinate. (B)(6) 2016 - partial excision of aris, urethrolysis, repair of intraoperative right midureteral entry/perforation (pinpoint size), cystoscopy x 2. Intraoperative findings: dense fibrous tissue at mid urethra consistent with aris, after aris was incised along the midline the urethra was noted to relax and appeared under less tension, intraoperative right midureteral entry/perforation (pinpoint size) from cystoscopy sheath (repaired), narrowed urethral lumen, large cystocele. 02/13/2017 - during aris/coloplast excision a small entry urethral pinhole was noted and corrected. Mild non-healing urethrovaginal fistula r/t aris/coloplast excision procedure. (B)(6) 2017 - closure of urethrovaginal fistula. (B)(6) 2017 - s/p closure of urethrovaginal fistula, still with urinary leakage, wears 3-4 pads/day, overactive bladder.